Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood was noted in the helix, helix housing and window area between the distal ring and the helix housing. The helix would not retract due to the blood in the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In conclusion, laboratory analysis was able to confirm the clinical observation that the helix would not retract, but was unable to confirm the high threshold measurements and loss of capture.

Manufacturer narrative:
This right ventricular (rv) lead has been returned to boston scientific and is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead has exit block, and this rv lead exhibited high threshold measurements and loss of capture. There is no right atrial lead, so the rv lead is the only source of pacing therapy. A revision procedure was performed, and the physician attempted to reposition this lead but was not able to because the helix would not extend or retract. This lead was explanted and will be returned to boston scientific for analysis. A new rv lead was successfully implanted. No adverse patient effects were reported after the procedure.